Manufacturer narrative:
Concomitant medical products: tyrx-aae envelope implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post lead revision procedure, the patient developed an infection. It was noted that upon opening the pocket during the lead revision procedure, the physician noticed a brownish discoloration of the pocket floor and brownish gel-like material. It was not known whether the findings represented a previous hematoma or latent infection. The pocket was vigorously irrigated with saline and ancef and an antibacterial absorbable envelope was used. Would cultures were negative. The patient received fours doses of ancef postoperatively and discharged on a course of keflex. Approximately three weeks post lead revision procedure, the patient presented to the emergency room with a warm, red, fluctuant device pocket. The patient was afebrile without leukocytosis. Blood cultures were obtained and negative and antibiotics was administered. The pocket opened spontaneously with purulent drainage. Wound cultures were obtained and pending. The cardiac resynchronization therapy defibrillator (crt-d) system was removed, and a single chamber pacemaker was requested for external pacing support until the patient is cleared for a new system. No further patient complications have been reported as a result of this event.